Manufacturer narrative:
Device evaluation: the service engineer evaluated the device but he could not confirm the root cause for the event. If the device is returned for failure investigation, a supplement med watch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in standby mode, the e360 ventilator was found burnt. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator was burnt while it was in standby mode. The ventilator was not in use on a patient at the time of the reported event. Additionally, the device had flames and smoke at the time of reported event.